Event description:
Additional information was received that the patient¿s m102 generator was prophylactically replaced on and after replacement impedance was normal. There was a note that lead impedance was fine after cleaning and replacing battery. No additional relevant information has been received to date.

Event description:
The explanted device was discarded.

Manufacturer narrative:
B5. Describe event and d7. If explanted, give date (mo/day/yr); 6. Evaluation codes , method; corrected data; supplemental MDR #1 inadvertently omitted explant date and disposition of device.

Event description:
Clinic notes received indicated that there is impedance issue, and output current issues that are not correctable with increase in pulse width and decrease in current and frequency. The physician increased the setting to 1.75ma to see how she does, but notes they may have to refer her to surgery to correct leads. No known surgical intervention has occurred to date. No additional relevant information has occurred to date.